Manufacturer narrative:
There were multiple 510(k) numbers. PMA/510(k)#: k111860. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive results were produced. Confirmatory testing was performed. There was no report of adverse patient impact. The following information was provided by the initial reporter: "several visits on this instrument for unusual curves, false positives etc. On side a, the curves look unusual for both MDR-tb assay and in house assays the customer is running. Particularly, a1 seems to have bad curves. Seems like the curves have saturation despite having low fluorescence values. Were patient samples involved? Yes. Does customer always check the curves? Yes. Is a confirmatory test always performed? If they suspect false positive curve > they rerun the sample. Was it obvious that the results were erroneous/could not be trusted? Yes the curve looks unusual. Were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? N/a".

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they have been receiving false positive results for the bd max MDR-tb assay. Field service was dispatched. Field service observed unusual pcr curves and noted that the initial fluorescence readings were rising, causing the plots to saturate on reader side a. Reader on side a was replaced by service. Reader normalization, qpm, and 5ch qualification tests were performed. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 03jun2013, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in february 2022 the instrument experienced two false positive results for mtb on the MDR-tb assay. Field service performed efc on a & b side, self-test, pcr temperature test, and a normalization ratio check, all these tests passed. Qpm was performed and service noted presence of air bubbles in the pcr cartridge chambers for side a. Pressure was increased on side a from 1780 to 1820. New qpm run was performed and it passed. 5ch qualification run performed. Instrument was returned to the customer functional. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive results were produced. Confirmatory testing was performed. There was no report of adverse patient impact. The following information was provided by the initial reporter: "several visits on this instrument for unusual curves, false positives etc. On side a, the curves look unusual for both MDR-tb assay and in house assays the customer is running. Particularly, a1 seems to have bad curves. Seems like the curves have saturation despite having low fluorescence values. Were patient samples involved? Yes. Does customer always check the curves? Yes. Is a confirmatory test always performed? If they suspect false positive curve > they rerun the sample. Was it obvious that the results were erroneous/could not be trusted? Yes the curve looks unusual. Were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? N/a."